Event description:
Boston scientific received information that the patient with this device system was presented for a routine follow up appointment. During a threshold test when using zip telemetry, when the 'stop' button was selected, the pace threshold output continued to decrement down for four paced beats and did not stop until 0.9v. The patient's pace threshold was at 1.0v, and loss of capture (loc) occurred for 2.7 seconds with no heart rate. The patient was reportedly symptomatic with light-headedness. The clinician switched to inductive telemetry with the same behavior. Technical services was consulted and discussed probable electromagnetic interference (emi), along with troubleshooting options.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently the device was explanted for an unrelated product performance issue. The device was returned for analysis. There were no adverse patient effects reported.